Manufacturer narrative:
Correction e4 the investigation of the reported failure mode has been completed. No product was returned for investigation. Hematoma/ major bleed: bleeding was reported in ICU. Femstop was placed and slowed bleeding but large hematoma and bleeding were still present. The cause of the bleeding is determined to be use issue because the issue was resolved by repositioning and placing forward tension sutures. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient was percutaneous coronary intervention who turned into unstable patient and required emergent impella support. Patient was sent to intensive care unit with bleeding groin site and local staff were unable to control bleeding. Femstop was placed and slowed bleeding but large hematoma and bleeding were still present. The physician time undressed/repositioned the impella sheath at a 45 degree angle match as well as foward tension sutures which stopped the bleeding. The patient also received 2 units packed red blood cells 1 unit of fresh frozen plasma and 1 unit of platelets. The cp was successfully weaned and explanted.